Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed/ replicated the customer reported complaint. Fa found the primary failure of a broken pitch cable at the distal end to be related to the reported complaint. The broken cable segment that contains the crimp was still installed in the clevis. The pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause of the broken pitch cable was attributed to a component failure and related to device design. Additional finding not reported by site was also identified: the cadiere forceps instrument was found to have various scratch marks removed on the main tube. The scratch marks were 0.085¿ - 0.287¿ in length and were not aligned with the tube axis. The root cause of this failure was typically attributed to mishandling/misuse. No image or video was available for review. A review of the device logs for the cadiere forceps (part number 470049-06/ lot number n10190513 - 0137) associated with this event has been performed. Per this review of the logs, the cadiere forceps instrument was last used in a procedure on 24-mar-2021 via system serial# (B)(4). The alleged instrument had 3 uses remaining after this last usage. This complaint is reportable malfunction event due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted hysterectomy-benign surgical procedure, the cadiere forceps instrument had a broken wire. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the cf was inspected prior to use with no issue. The cf did not collide with any other instrument or tool during the procedure. The broken cable segment did not fall inside the patient¿s anatomy. The patient did not return to the hospital for any post-surgical complication.